Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review was performed and references an inadequate valve seal. Based on the information provided in the event description, the maximum severity associated with this event is rated as 2, as the defective condition was noted but the procedure was completed using the original device. Investigation conclusion: boston scientifics investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking of air observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath was selected for use. It has been mentioned that the sheath had poor air tightness. The procedure was completed using original sheath. No patient complication occurred. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath was selected for use. It has been mentioned that the sheath had poor air tightness. The procedure was completed using original sheath. No patient complication occurred. The product is expected to return for analysis.